Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013; 693265 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. Atrial non capture, undersensing and low p wave measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.